Event description:
It was reported that the customer received a no delivery alarm from her insulin pump and her blood glucose reading was 600 mg/dl. The customer was advised to disconnect from her insulin pump. Standard troubleshooting was successfully performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
See medwatch 2032227-2014-41342 for insulin pump information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.